Event description:
The customer called to report that the pump had an alarm. Troubleshooting was performed. The pump passed the functional testing. It was found that the customer did not change the set as it recommended. Also the customer did not know about the two high bg rule. The customer is in the hospital for high bgs and severe cramps. It was informed that the hospital has been trying to control the bgs with the pump. Advised the customer to change the set.